Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error during basal. Customer's blood glucose was 255.6 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms were noted. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.